Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize an ECG signal) was confirmed. The cause of the inability to recognize an ECG signal is a lack of -5bn voltage. The cause of the lack of voltage is a defective u612 processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was unable to recognize an ECG signal.